Event description:
The customer reported that the central station did not alarm for a "pacer non capture" alarm or an "asystole" alarm. The patient data displayed pacer spikes with no associated rhythm. The patient was found without a pulse and had expired.